Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional called to report a right side exchange due to patient¿s concerns with the product. Patient additionally reported ¿exchange due to patient¿s concerns with the product¿, "encapsulation", "swollen lymph nodes", "tighter and tighter¿, ¿pulling", "body acting weird and rejecting", and "uncomfortable." The device remains implanted.